Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {(B)(6) 2025} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the delivery catheter system (dcs) and the 18 french non -medtronic (gore dryseal) sheath were removed from the patient. Subsequently, post-implant imaging was conducted, and a dissection was observed on the distal side of the access site. Subsequently, a balloon dilation was performed, and a stent was placed to treat the injury.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the delivery catheter system (dcs) and the 18 french non -medtronic (gore dryseal) sheath were removed from the patient. Subsequently, post-implant imaging was conducted, and a dissection was observed on the distal side of the access site. Subsequently, a balloon dilation was performed, and a stent was placed to treat the injury. Additional information was receive that right femoral artery access was used for the dcs with a minimum diameter of 7.0mm×7.2mm. The injury occurred at the end of the procedure.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.